Event description:
Additional information was received indicating the event was resolved by explanting and replacing the device.

Manufacturer narrative:
The reported field event of long charge time and premature battery depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Review of device data showed the device had a charge time out during capacitor maintenance. Longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found throughout bench testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The high voltage capacitors analysis by the manufacturer found the capacitors to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of extended charge time and premature battery depletion could not be determined.

Event description:
It was reported that during an in-clinic follow-up, there was a decrease in battery longevity and an alert of charge time on the device. Premature battery depletion was suspected. Technical support was contacted and confirmed the charge time out. An explant procedure is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.